Event description:
During a heller myotomy the seals leaked on three trocars, with instruments in them and out of them. The case was completed with the trocars. Two sleeves and 4 spikes are being returned. It is not known which of the spikes was from a trocar that did not leak. There was no consequence to the pt.

Manufacturer narrative:
Ees# 975028-j. D6: device returned with no lot identification. H6: both obturator & sleeve were returned. The obturator was functional, but the sleeve's inner & outer gaskets were cut. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers & technicians are listed below. Visual inspections & results: bullet tip condition, abcd)good; inner gasket condition, ab)cut; obturator condition, abc)good d)poor; outer gasket condition, a)cut b)good; sleeve condition, ab)good & trocar condition, abcd)good. Functional tests & results: does safety shield retract, abcd)yes. Analysis conclusion: based upon the inquiry info received & the visual examination, it was concluded that the inner gaskets & one outer gasket on the sleeves had become cut, making the instruments non functional. There were four obturators & two sleeves returned. Three of the four obturators were received in good physical condition. The fourth obturator was observed to have a malformed portion of the seal protector, which allowed the blade to remain exposed from the bullet tip. Both sleeves were returned with the inner gaskets cut & sleeve "a" also had a cut outer gasket. It could not be concluded if the gaskets had been cut by the obturator that had a portion of the seal protector malformed, which allowed the blade to remain exposed. No conclusion could be reached how the portion of the seal protector had become malformed. Each instrument is evaluated during the assembly process to ensure that it functions properly. The centering of the instrument upon insertion or removal may reduce the possibility of the seal being inadvertently damaged. Co strives to understand each incident as it occurs in order to continuously improve the products.